Event description:
It was reported that stent expansion failure occurred. The 100% stenosed target lesion was located in a moderately tortuous and non-calcified vein in the biliary system. A 10x80x75 epic vascular stent was advanced for treatment. However, when the stent was deployed of about 95%, it was noticed that the radial force does not seem to be enough.; hence, post-dilatation was performed. Eventually, the stent was deployed and the procedure was completed with this device. There were no patient complications nor injuries reported and the patient condition was good.